Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that an asymptomatic patient presented to the clinic in bvvi after receiving a notification for eri via merlin.net transmission. During the interrogation, the device was presented in bvvi for por. The device image and download failed to save. No shocks were reported. Sadden battery depletion was also observed. Device replacement was suggested. The device was explanted. The patient was stable before and after the procedure.